Manufacturer narrative:
(B)(4). Batch # m53x46. The analysis results showed that two ecr60b cartridges reloads were received. The reloads were received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # m53x46.

Event description:
It was reported that during a laparoscopic right colectomy procedure, the staples malformed with irregular shapes on the second and third firing. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient reported.